Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead had microdislodged and under fluoroscopy it was noted that the rv lead was pinched under the clavicle and unable to be moved. The physician elected to not use the rv lead and implant a different rv lead. Also, the atrial lead had dislodged and fallen into the right ventricle and was repositioned, this occurred two more times before the physician elected to not use the atrial lead and complete the procedure with a different atrial lead. The patient was stable following the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.